Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 -03419; 0001822565 -2018 -03428.

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain,wear, corrosion, aseptic lymphocyte-dominant vasculitis-associated lesion, and metallosis like symptoms were observed. Attempts were made to obtain additional information; however, none was available.